Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the batteries and reset the battery replacement date. The fse also instructed the customer to let the batteries charge over the weekend and test on monday. The iabp was cleared for clinical use.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) , the customer found a battery maintenance required" alarm on the screen. The customer called getinge tech support and was instructed to run the battery run time test and the batteries failed. There was no patient involvement and no adverse event was reported.